Event description:
Dealer stated that the seat on a leo-3s scooter broke at the side hinge, at the bolt, causing the end user to be flipped out of the scooter. User was taken by ambulance to the hospital. Dealer is not aware of the extent of the injuries.